Manufacturer narrative:
(B)(4). The cause of the reported issue was undetermined as the device was not returned for analysis.

Event description:
It was reported that a flo-gard IV solution administration set experienced a leak during priming. It was reported that the set was leaking just below the blue slide clamp. There was no patient involvement; therefore, no injury or medical intervention was associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Upon completion of the investigation, or if additional relevant information or samples become available, a follow-up report will be submitted.